Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 409 mg/dl with symptoms of nausea and vomiting. The patient was unable to complete troubleshooting at the time of the call. Customer technical support has attempted to reach out to the patient for additional information but has been unsuccessful. This complaint is being reported due to the allegation of a hyperglycemic event while on the pump.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 01/16/2017 with the following findings: the black box showed that there was a replace cartridge alarm on (B)(6) 2016 at 19:01; insulin deliveries never resumed. The last bolus delivery was a 12.3u bolus on (B)(6) 2016 at 18:09. The total daily doses added up correctly and reflected the user's programmed basal rates. The pump passed a delivery accuracy test and was found to be delivering within range. There were no delivery interruptions or alarms occurred during the investigation.